Event description:
It was reported that the pt was implanted with a zimmer mmc cup 60mm/52mm code r on the left side on (B)(6) 2012. The pt was revised on (B)(6) 2013, due to loosening.

Manufacturer narrative:
The MFR did not received devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).